Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; if explanted; give date: n/a (not applicable). No patient involvement. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a pcb00 20.0 diopter intraocular lens (iol) was scratched. There was no patient contact with the lens. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 2/25/2019, device returned to manufacturer: yes. Device evaluation: the pcb00 preloaded insertion system unit was received in its original box. The cartridge component was observed correctly engaged into lower body of the pcb00 device. The plunger component was observed in a fully advanced position. Visual inspection using microscope magnification was performed. The lens was observed cut in two parts, making it visually impossible to observe unacceptable scratches (if any) on the two returned pieces of lens. Residues of viscoelastic were observed on the sample. The condition observed is consistent with a lens that has been cut as part of the surgical procedure. The reported issue could not be confirmed on the return. No product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.